Event description:
Reporter alleged the blood glucose monitoring device was reading outside the reading range of the device. Reporter stated the meter result was 604 mg/dl and the reading was confirmed in the device memory. Reporter indicated the device has been acting "wacky" since changing the battery; however, did not state other examples of device performance. Reporter stated when non-diabetic relative tested glucose, the device read 604 mg/dl as well; however, no treatment was received based on the alleged incident. A request was made for the return of the suspect device and replacement product was sent.